Event description:
It was reported that the lead safety switch of the implanted device (unknown model) was triggered due to high out-of-range atrial pace impedance greater than 2,500 ohms. The lss automatically switched the programming from bipolar to unipolar, resulting in a normal pace impedance of 450 ohms. The device was programmed vvir. The device and atrial lead remain in service and no adverse patient effects were reported.